Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Upon interrogation during follow-up, the patient's pacemaker did not display any data in the "effort and activity" tab. Pacemaker function was not affected and the patient's condition was stable.